Event description:
During treatment planning on a permanent prostate implant, the customer calculated the plan as a permanent implant. The plant printout reports the plan to be a temporary implant, which can result in an incorrect treatment.